Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had power error detected. Customer¿s blood glucose level was 10 mmol/l at the time of incident. Customer was able to complete rewind. Customer stated that the power error detected alarm recurred within a week of previous troubleshoot. The insulin pump will be returned for analysis.